Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that the patient was seen in clinic, and it was confirmed that the insertable cardiac monitor exhibited bluetooth telemetry loss due to ble telemetry lockout. The issue was resolved via in-person interrogation, and the telemetry was restored. No patient consequences provided.